Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, the connection points for the inner cannula were broken off. It was reported that the tube was found broken in situ for 28 days and was unable to connect the inner cannula. It was stated that a normal cleaning procedure was done with this device. It was indicated that an emergency trach tube change had to be done as a result of the event.